Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-05976. It was reported the patient ((B)(6)) experienced a loss of stimulation from his scs system. Diagnostic testing revealed high impedance reading on all lead contacts. In turn, the patient underwent surgical intervention at which the lead was disconnected from the ipg and re-tested and impedances were within normal limits. However, when the physician attempted to reposition the lead, scar tissue was observed in the epidural space. As such, the attempt was unsuccessful. The physician then decided to explant and replace both leads with a new one, the new lead was connected to the ipg, but the lead could not be inserted easily and once again, high impedances on all contacts were observed. The ipg was visually inspected and blood was found in the connector of the ipg. As a result, the physician decided to electively replace the ipg and when the lead was connected to the replacement ipg, it connected normally without any issue and the impedance was within the normal range. The procedure was completed without any adverse consequences to the patient.